Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported a controller fault alarm and the inability to change parameters in the controller from the monitor. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the controller failed visual inspection due to a loose power port 1 with the o ring gasket displaced. This is an additional observation is not related to the reported event and most likely due to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. The reported event was confirmed via functional testing due to a "controller fault" alarm. The controller was able to start and run a motor fixture, however, the power and flow values were not displaying as expected. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Log file analysis revealed multiple controller fault alarms of type (B)(4). The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller. The controller's calibration values, which are utilized to calculate the power accurately were lost, and resulted in the inability of the controller to estimate flow. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory.   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that during an outpatient visit they attempted to adjust the hematocrit (hct) and low flow alarm settings while hooked up to the monitor. A controller fault alarm occurred. This was unable to be cleared from the monitor and no further parameters were able to be changed in the controller from the monitor. The controller was exchanged. The patient tolerated the controller change well with no symptoms at any time. The patient remained stable with normal flows at the end of the visit. No patient complications have been reported as a result of this event.